Event description:
A us distributor reported that a monitor was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to complete a pulse test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.